Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in a body of water after falling off a bridge. The customer was walking home after they got into a car accident due to a low, and refusing treatment at the hospital. The cause of death was unknown. The caller stated that the customer had no other illnesses that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death. The customer was wearing the insulin pump at the time of death. The caller was unsure if the customer was using sensors on the day they passed. The customer passed away last year but their body was recovered on (B)(6) 2018. The caller stated that the hospital allowed the customer to leave without treatment or contacting their next of kin. The caller declined to return the insulin pump for analysis and requested information to be sent to an investigator.